Event description:
Transport ventilator in use on pt. User says that it switched from "constant flow" to "variable flow" mode without user pressing keys. No injury to pt.

Manufacturer narrative:
Have not been able to duplicate the problem. Testing ongoing at bio-med devices. User did modify the unit, but was used successfully for many months thereafter.